Event description:
Boston scientific received info that while the patient was in the hospital for a non-cardiac reason, single-beat pauses were noted on an electrocardiogram. Upon investigation, it was noted this right ventricular (rv) lead was experiencing loss of capture and had dislodged. The physician noted there was no periods of asystole greater than two seconds. Surgical intervention was performed to explant and replace the lead. No adverse pt effects were reported. The lead was explanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.